Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported a critical pump error with open book image error. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. It was unknown whether the customer will continue or discontinue the use of the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully utilized thump to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms. No time listed in the adapt tool log for pump error 63. Pump error 63 alarm due to faulty rf circuitry on the pcb1 board (line number (B)(4) file number (B)(4)). Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. Critical pump error (open book image) alarm confirmed during analysis due to three consecutive pump error 63 alarms. Pump error 63 alarm due to faulty rf circuitry. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.